Event description:
It was reported that during the implant attempt, there was oversensing due to noise. It was also reported the ICD could not be reprogrammed. The lead and ICD were not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary (B) (4) no anomalies were found; grommet damage was noted. (B) (4) no anomalies were found; the full lead was returned and analyzed.